Manufacturer narrative:
The provided x-rays were reviewed and the returned product was visually examined under magnification. Based on the x-rays, it was determined that only 5 screws were implanted in the distal portion of the plate, which does not adhere to steps 6 and 7 of the surgical technique, which state that a minimum of 6 screws are to be used with 2 being placed in the radial styloid. In this incident, only one screw was placed into the radial styloid. The four broken screws all broke at approx the same location where the taper of the screw ends, which is about 5 threads from the head of the screw. The screws that broke were all in a parallel line in the plate and were perpendicular to the 3.5 mm screws. While the implantation process did deviate from the surgical technique, it cannot be determined if this caused or contributed to the event, as the post-op details were not available. Therefore, no definitive cause can be identified at this time. Related mdrs: 3025141-2012-00076, 00077, 00079, 00080, 00081, 00082, 00083 and 00084.

Event description:
An acu-loc vdr plate, standard, left was implanted in a pt with several acumed screws including; one 3.5 mm x 12 mm locking cortical screw, one 3.5 mm x 18.0 mm cortical screw, one 3.5 mm x 16.0 mm cortical screw, one 2.3 mm x 16 mm locking cortical screw, and four 2.3 mm x 24 mm locking cortical screws. Approx four weeks post-op, the plate and all screws were removed due to the four 2.3 mm x 24 mm locking cortical screws breaking. The tips of the screws were left in the pt.